Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported two front teeth not aligned with the other teeth. Evaluated for possible tipping. Tipping of #8, recommended rest for 14 days.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.